Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 1" message. Per the onetouch ultra2 owner's booklet this message appears when there is a problem with the meter. On (B)(6) 2010, this medical surveillance specialist (mss) spoke with the patient and obtained the following information. The patient reported that the alleged error message began to appear approximately 4 months prior to contacting lfs. Prior to when the issue started, the patient claimed she was testing twice a day and managing her diabetes with oral medication (metformin). The patient stated she continued to take her medication as usual, despite not being able to test her blood glucose as a result of the alleged issue. On (B)(6) 2010, the patient reported that she did not feel well. The patient claimed she was very nauseous and had developed frequent urination. As a result of the symptoms, the patient stated she went to the emergency room. When her blood glucose was tested with the ER/hospital meter, the patient claimed her blood glucose was "777 mg/dl." The patient reported that she was treated with insulin and hospitalized for two days as a result of her high blood glucose. After being discharged, the patient stated she was advised to test three times a day and was advised to take insulin in addition to her oral medication. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
A 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.